Event description:
The customer reported that the system would not boot up. There is no report of death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery was replaced, the bios was reset, and the software was installed during the service call. The system was found to be working as intended and put back into service.